Event description:
The customer reported via phone call that she had consistently high blood glucose over 495 mg/dl for almost a month. Customer had full body extreme cramping daily due to the high blood glucose. Customer reported that she ran out of supplies and had to revert to needles. Customer was advised that she can always call the helpline to order emergency supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.